Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d), implanted for approximately 36 months, reported that the device was emitting tones. Guidant received additional information that the tones were due to the elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. The device was subsequently explanted, replaced and returned to guidant for analysis.